Event description:
It was reported via repair work order that both outside rails controls were not working. It was further reported that the bed exit was not working properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: waiting on p.o. Number for repair.